Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported glare and halos. In a follow-up, the surgeon reports the outcome of event for the pt as "excellent". There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/15/2008 by fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 06/06/2008.